Event description:
Zyno medical found that the pump failed the 30 psi value test during preventive maintenance (pm). The pump failed at 19 psi. There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
This pump underwent routine maintenance testing where the 30 psi test fell outside the acceptable range. Consequently, the pump was recalibrated, passed testing, and it was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.